Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound, the needle of a single-use aspiration device went sideways through the sheath as it exited the end of the scope. Due to this issue, the physician was unable to use the needle and had to cut it to avoid potential injury to the patient. The therapeutic procedure was completed using a similar device, and there were no reports of patient harm.